Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system saw myopotential noise. Boston scientific technical services (ts) was contacted, and ts confirmed low amplitude noise. They discussed investigating the source of the noise. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating noise was seen which appeared to be due to an electrode fracture. The noise was oversensed and resulted in an inappropriate shock. Ts was contacted to discuss options. The s-ICD was reprogrammed to turn tachy therapy off, and the physician plans to replace the s-ICD system with a transvenous system. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system saw myopotential noise. Boston scientific technical services (ts) was contacted, and ts confirmed low amplitude noise. They discussed investigating the source of the noise. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating noise was seen which appeared to be due to an electrode fracture. The noise was oversensed and resulted in an inappropriate shock. Ts was contacted to discuss options. The s-ICD was reprogrammed to turn tachy therapy off, and the physician plans to replace the s-ICD system with a transvenous system. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system saw myopotential noise. Boston scientific technical services (ts) was contacted, and ts confirmed low amplitude noise. They discussed investigating the source of the noise. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating noise was seen which appeared to be due to an electrode fracture. The noise was oversensed and resulted in an inappropriate shock. Ts was contacted to discuss options. The s-ICD was reprogrammed to turn tachy therapy off, and the physician plans to replace the s-ICD system with a transvenous system. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.